Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer removed the pump case from the pump and the cartridge intermittently fell off the pump. Additionally, the touch screen was reported to be intermittently unresponsive. Customer provided a blood glucose level of 133 mg/dl. Customer loaded cartridge back onto the pump and resumed insulin delivery. System check with tandem technical support indicated that the touch screen was functioning properly. Customer continued to use the pump for insulin therapy.